Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath into the pt's left femoral artery. The pt was moved to the cardiac care unit (ccu). The rn caring for the pt in the ccu heard the pump alarm and as a result, the rn went into the pt's room to see that the pump had alarmed helium loss. The pump had stopped and there was blood in the tubing. The rn notified the md fellow, who at bedside determined that the iab needed to be removed. The iab was removed and not replaced. The pt was not injured. Medical/surgical intervention was required and defined as removal of iab. The intra-aortic balloon pump (iabp) therapy was delayed/interrupted, however, this did not cause harm to the pt. Per the rn they were having some trouble with the external pacemaker. The pt expired on (B)(6) 2012 at 1500 hours. It has been noted by a biomed tech that the pt had multiple issues and did not expire due to the iabp therapy. It was noted that the pump used was the iap-0500 s/n (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.